Event description:
The customer reported that the dose plan will not invalidate when the mlc is changed or edited. No patient injury reported, and no patient data provided. The discrepancy was caught prior to treatment.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.